Event description:
It was reported that, ¿patient was dislocating. Cup and liner was removed, the head was removed. Replaced cup, liner, head and osteolock stem was secure so stayed in patient.¿

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.